Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No kinks were observed on the returned iab catheter. A sensor output test was performed and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) packaging, the customer noticed that the fiber optic cable had a kink in. The customer determined that it would not cause any issues and proceeded to insert the iab. Once therapy was initiated, the console generated a fiber optic sensor failure alarm. The iab was immediately replaced with a new one and therapy was continued without further issues. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #(B)(4).